Event description:
It was reported this esophageal stent was placed 12/4/96. On 10/13/97 it was noted the stent was still in place, however, the stent coating was not visible. No further details are available with regards to the circumstances surrounding this event.

Manufacturer narrative:
Further follow up received after this medwatch report was filed revealed the stent coating was passed by normal perilstalsis. The stent remains in place and is working well. Therefore, a second stent was not placed. There were no pt complications involved.